Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 95 mg/dl. The customer reported that his down arrow is unresponsive since a week now. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow due to unlocked connector at lcd board. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.